Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "when prepping the lma for insertion the clinician could inflate the cuff through the manometer, but could not aspirate air out of the cuff. After multiple attempts they replaced the product with a new one." There was no report of patient harm. Patient condition reported as "fine".

Event description:
Customer complaint alleges "when prepping the lma for insertion the clinician could inflate the cuff through the manometer, but could not aspirate air out of the cuff. After multiple attempts they replaced the product with a new one." There was no report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.